Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device indicated a loose/detached set screw. Using honeywell torque wrench gauge 651c-5, the returned medtronic torque wrench was able to successfully apply 15 inch-oz of torque to gauge. Applying slightly higher torque to the gauge caused the medtronic torque wrench to ¿click¿ without causing damage to the torque wrench.

Event description:
It was reported that during the implant attempt, the ventricular connector port of the device was unable to lock the lead into the device. The device was not implanted and was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.